Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm and empty reservoir alarm. Customer's blood glucose level was 426 mg/dl. Troubleshooting for battery out limit alarm was performed. Troubleshooting for battery out limit alarm was performed. Customer advised the insulin pump alarmed low reservoir, low battery and it had the wrong date. Customer advised they did not have insulin placed inside the device for 7 days and the battery was drained. Customer advised they replaced the battery and the alarm occurred. Customer was advised that it was normal insulin pump behavior and to monitor the device.